Event description:
New information received notes the intermittent ventricular undersensing was observed during an unrelated ventricular tachycardia (vt) ablation procedure case. No programming changes were made, the device was just being monitored.

Event description:
It was reported that intermittent ventricular under sensing was observed on the implantable cardioverter defibrillator (ICD).